Manufacturer narrative:
The customer states: ¿in the polishing stage of cataract surgery on (B)(6) 2017, the surgeon touched the tip of the irrigation/aspiration (I/a) needle to the posterior capsule and it tore. The surgeon suspected that the needle I/a has some roughness in the tip that caused the tear.¿ the questionnaire was provided from the customer on the event. The patient did not require hospitalization. The customer confirmed that the case was completed without a vitrectomy. An intraocular lens implant (iol) was installed. But on another day. The customer confirmed that ¿single-use¿ products were not re-used. The patient (post-operatively) is listed as ¿doing well.¿ no additional information was obtained from the customer. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the equipment had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. However, the tip was returned for evaluation. The tip was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2017, and did not reveal any obvious nonconformities on the I/a tip end. Unrelated to the reported event, the tip was found to be bent near the base. Further inspection under a microscope did not reveal any burrs. No problems were found with the product. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the irrigation aspiration (I/a) tip was rough and caused the patient to experience a posterior capsule tear. Additional information has been requested.

Manufacturer narrative:
The customer states: ¿in the polishing stage of cataract surgery on (B)(6) 2017, the surgeon touched the tip of the irrigation/aspiration (I/a) needle to the posterior capsule and it tore. The surgeon suspected that the needle I/a has some roughness in the tip that caused the tear.¿ the questionnaire was provided from the customer on the event. The patient did not require hospitalization. The customer confirmed that the case was completed without a vitrectomy. An intraocular lens implant (iol) was installed. But on another day. The customer confirmed that ¿single-use¿ products were not re-used. The patient (post-operatively) is listed as ¿doing well.¿ no additional information was obtained from the customer. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the equipment had any effect on the integrity of the posterior capsule. No further information was able to be obtained from this customer. However, the tip was returned for evaluation. The tip was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2017, and did not reveal any obvious nonconformities on the I/a tip end. Unrelated to the reported event, the tip was found to be bent near the base. Further inspection under a microscope did not reveal any burrs. No problems were found with the product. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).